Manufacturer narrative:
The event description states micro-kit dilator was being removed to exchange for sheath and the hub broke off leaving the dilator in the patient. The physician had to do a 2 cm cut down on the patient's leg to retrieve it. A manufacturing record review was completed and zero nonconformances were found. There was no returned product to complete an evaluation on. Therefore, the root cause is undeterminable.

Event description:
A micro-kit dilator was being removed to exchange for sheath, and the hub broke off leaving the dilator in the patient. The physician had to do a 2 cm cut down on the patients leg to retrieve it. Patient's outcome- surgical cut down had to be done on the groin to retrieve the outer part of the introducer that became detached at the hub. Device was successfully retrieved. We are unable to provide any further details on the patients outcome other than that the device was successfully retrieved.